Event description:
A report was received that, shortly following a lead revision procedure, the pt had to recharge the ipg more frequently. A review of the pt's database by a bsn representative revealed that the ipg was exhibiting premature battery depletion. A replacement surgery was recommended. However, the pt does not wish to undergo a revision procedure at this time.

Manufacturer narrative:
The device involved in the event was not returned to bsn for analysis as it remains implanted in the pt. A review of the manufacturing documents revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.